Event description:
It was reported that during an unspecified procedure, after opening and closing the polyloop several times, the main wire snapped when attempting to release the loop after closure and the metal pipe at the handle section was also broken. The medical staff cut the handle off where the wire starts and pulled the scope out and the loop came off. The procedure was completed using another device from the same box immediately afterward and functioned without issue. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Additional information from the customer was received stating that the procedure was a colonoscopy and confirmed that there was no patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3 and h4. The device was not returned to olympus for inspection and the reported failure was confirmed based on the photo provided by the customer. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the slider was pushed and pulled when frictional resistance between the wire assembly and the sheath assembly increased. This has caused the operating pipe to deform and break. Olympus will continue to monitor field performance for this device.